Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported leaking piccline. When disconnecting the cytostatic pump, the PICC-line was flushed as usual with nacl and then it was discovered that it became wet under the dressing, so the dressing was removed and then we could see that it was leaking from the piccline insertion site. We had to remove the piccline and then we could see a break/hole in the catheter at the 3 cm mark. Statlock fastening device was used to secure the piccline, no patient injury (fortunately, cytostatics had not leaked while the pump was running). The piccline was inserted (B)(6) 2025 and the leak was discovered (B)(6) 2026.